Event description:
It was reported that an interlink system continu-flo solution set 3-port manifold leaked. The location of the leak was not specified, though the reporter stated that the connections at the manifold seemed to be loose. This occurred during patient infusion of propofol and resulted in the solution spilling onto the floor. According to the report, the patient woke up during the infusion. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (Therapy dates) - this occurred approximately one month before (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from april 3rd, 2014 to april 4th, 2014. The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.